Event description:
It was reported that there power flosser charger started smoking and caused the power flosser to catch on fire due to the ver hot charger. The cord was melting and smelling of smoke. The device was thrown away immediately. There was no report of injury or property damage.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.